Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer took a bolus and then an injection but his blood glucose level was still high. In the past he had issues with his body rejecting the insulin. The customer was admitted into the hospital as a result of his high blood glucose level. He was hospitalized during an issue with the insulin pump but declined to provide further information. The customer was starting to crash and wanted to eat something. The customer declined to finish troubleshooting. Customer's blood glucose level was 239 mg/dl. The device was not returned.